Manufacturer narrative:
Concomitant medical products: three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Cemented finned tib. Tra sz 2f/2t (cat# 200-04-22 / serial# (B)(4)). Optetrak asy,cr cemented femoral, sz 2 (cat# 230-03-02 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately eleven years post initial tka, this female patient has a scheduled revision to be done for an unknown reason. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections a2, a4, b5, d6b, g3, g6, h2 and h6 have been updated accordingly. Section b5: additional information received indicates that this is a 65 y/o and 160 lbs. Female patient with no significant medical history. Patient revision was on monday (B)(6) 2022. Patient went to see surgeon as she was referred by initial surgeon. Patient was experiencing pain with ambulation, swelling. The indication for patient's revision was articular wear seen on radiographs, osteolysis. Intraop patient had severe poly wear posteriorly (mostly lateral but also medial). There was catastrophic failure of the metal tibial baseplate with metal wear posteriorly. Severe metalosis throughout the knee and severe osteolysis of the femur and tibia. Revision required metaphyseal sleeves due to bone loss. The device is not available for evaluation. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported was likely due to progressive prosthesis wear over 11 years of implantation secondary to mechanical overload on the posterior and lateral edge of the tibial insert leading to full thickness polyethylene wear, metallic wear of the tibial tray and subsequent osteolysis. Contributions from overall slope of the insert and tibial tray, rotational malalignment and/or potential ligamentous/soft tissue imbalances may have allowed for excessive posterior contact leading to wear of the polyethylene insert. However, the contributions of individual factors or a combination of the aforemention factors cannot be confirmed as the devices were not available for evaluation and additional information was not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.